Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, nausea/vomiting, and asthma (new or worsening). Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section b: outcomes attributed to ae has been updated. In section g: report source has been updated. In section h: device eval. By mfg, device avail. For eval, device problem code grid, patient outcome code grid, evaluation method code grid, component code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, nausea/vomiting, and asthma (new or worsening). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.